Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00489 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system various occurrences of false positive occurred. The following information was provided by the initial reporter: false positive occurrence. A large number of false positive samples and e12 stability errors occurred suddenly. This was a situation that could be sufficiently suspected to be false positive, and samples that were visually positive or appeared to be false positive were mixed.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system various occurrences of false positive occurred. The following information was provided by the initial reporter: false positive occurrence. A large number of false positive samples and e12 stability errors occurred suddenly. This was a situation that could be sufficiently suspected to be false positive, and samples that were visually positive or appeared to be false positive were mixed.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.